Manufacturer narrative:
On 06/15/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device was received without fluid. Brown material was observed within device. Device appears with shell wear on the anterior aspect. An area of siltex cracking was also observed on the posterior aspect and a rent measuring 0.4 cm near to the are of siltex cracking also on posterior aspect. No other anomalies were observed. A root cause of the failure could not be determined. Corrective action: because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Blind device received in product evaluation lab with no complaint information attached and could not be associated with an existing complaint. Device appears with shell wear on the anterior aspect. An area of siltex cracking was also observed on the posterior aspect and a rent measuring 0.4 cm near to the are of siltex cracking also on posterior aspect. No other anomalies were observed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/22/18, it was reported to mentor that the device history record (DHR) for the lot number 5862833 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/22/18, it was reported to mentor that the device evaluation and investigation have been completed on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor siltex round spectrum 425cc breast implant , lot number 5862833. (B)(4).

Event description:
On (B)(6) 2018, saline mentor siltex round spectrum 425cc breast implants were received by the mentor failure analysis lab with no accompanying information. The devices could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, it will be conservatively reported to (B)(4) as an event requiring medical device removal from a patient. This medwatch is for the right breast implant.